Event description:
The medwatch states: pt with a diagnosis of liver mass, during microwave ablation procedure, catheter was being inserted into the anterior costal regional and md felt something abnormal with the equipment. Md withdrew the probe and noted the probe was bent. This occurred with 2 probes (B)(4) percutaneous antenna. During the investigation they found that the antenna was broken, apparently while in use in the patient, even though it was intact upon removal.

Manufacturer narrative:
(B)(4). Eval of the incident antenna found the feedpoint in the radiating sections were fractured. The inner conductor is bent but still intact. The IFU warns do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage at the antenna feedpoint and injury to the pt or user.